Event description:
It was reported that patient underwent a hydrocelectomy. Hydrocele not related to device. During this procedure, it was noticed that patients left cylinder had a distal corporal pending erosion due to over the span of 9 years the cylinder slowly expanded the tissue until the tunica became thin which let to a pending erosion. That was visible around the fossa navicularis. A remove/replace of penile implant and a distal corporal reconstruction surgery was completed. Full recovery is expected.

Manufacturer narrative:
Field change: b5. 72404155. 730097016. Reservoir 65 ml pc/iz.

Manufacturer narrative:
72404155, (B)(4), reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a hydrocelectomy. During this procedure, it was noticed that patients left cylinder had a distal corporal pending erosion due to over the span of 9 years the cylinder slowly expanded the tissue until the tunica became thin which let to a pending erosion. That was visible around the fossa navicularis. A remove/replace of penile implant and a distal corporal reconstruction surgery was completed. Full recovery is expected.